Event description:
It was reported by the customer that at bd pyxis medstation es on server it showed central daylight time but when user went into scheduling reports it automatically showed central time utc 6. User had to remove the med from another station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of this incident, it was reported by the customer that the bd pyxis¿ medstation¿ es on server it showed central daylight time but when went into scheduling reports it automatically showed central time utc -6 and user had to remove med from another station. A technical support specialist updated the server time to resolve the issue. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that at bd pyxis¿ es server showed central daylight time but when user went into scheduling reports it automatically showed central time utc 6. There were no delays to the patient workflow as the user was able to remove the medications. There were no adverse events or injuries reported based on this incident.